Manufacturer narrative:
Unit passed displacement test. However, unit alarmed compromised force sensor system during basic occlusion test and unable to prime due to slightly loose drive support disk. Unit received with missing end cap sticker, with minor scratches on lcd window, cracked case at display window corners, and battery tube threads.

Event description:
The customer reported via phone call that insulin squirted out during the manual prime process. The insulin pump was stuck in the prime/rewind loop. The drive support cap was protruded. Customer's blood glucose level was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.